Event description:
The customer reported having alarms on the pump with recent order of quick sets. The customer was admitted in the ER for high bgs. In addition, the customer was hospitalized before for a few days due to hyperglycemia. The set was changed. Then the custoemr received an alarm the next day. The doctor indicated that the cause of the event was due to miscalculation of bolus and crystallization of insulin. The customer had a back up plan. Bgs were treated with manual injections. Moreover, the customer does not have strips to test for ketones but is feeling thirsty. Instructed the customer to contact the doctor regarding the protocol for treating high bgs and ketones. Troubleshooting was performed. The lead screw test passed and the insulin exited.